Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the sheath sensh1228w sentrant hydro was kinked with an observable angle when removed from the tray. The patient was treated with another smaller sheath from a different manufacturer. The event was resolved with the use of the alternative sheath. No other damage to the sentrant sheath or device packaging was noted prior to unboxing and the physician applied normal force when removing it from the packaging. The sheath did not come in contact with the patient. There was no patient involved.